Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose value that triggered suspend event was 65 mg/dl. Suspend on low limit in sensor settings. Blood glucose value associated with the triggered suspend event was 115 mg/dl. The insulin pump will not be returned for analysis.